Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms and there was a subsequent drop in atrial intrinsic amplitudes as well. Lead fracture was suspected. All atrial tachy response (atr) events were inappropriate, indicative of oversensing noise or the respiratory rate trend (rrt) feature. It was noted that the patient did not pace in the right ventricle (rv), and technical services (ts) discussed considering vvi 40 pacing. Ts also discussed performing isometrics/pocket manipulation and chest x-rays (posteroanterior and lateral) for lead evaluation. This ICD and this ra lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms and there was a subsequent drop in atrial intrinsic amplitudes as well. Lead fracture was suspected. All atrial tachy response (atr) events were inappropriate, indicative of oversensing noise or the respiratory rate trend (rrt) feature. It was noted that the patient did not pace in the right ventricle (rv), and technical services (ts) discussed considering vvi 40 pacing. Ts also discussed performing isometrics/pocket manipulation and chest x-rays (posteroanterior and lateral) for lead evaluation. This ICD and this ra lead remain in service at this time. No adverse patient effects were reported.